Event description:
It was reported that the device would not work during a procedure. There was a clinically significant delay of 30 minutes in the procedure. There were no adverse consequences alleged with this event.